Manufacturer narrative:
Zimmer biomet complaint # (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-00177, 01556, 01558. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a second revision due to dislocation. During the procedure, it was revealed that the acetabular construct had loosened and the femoral stem was retroverted. The stem retroversion was noted to have contributed to the recurrent dislocation. All components were removed and replaced. Attempts to obtain additional information have been made; however, no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.